Event description:
Boston scientific received information that the left ventricular (lv) lead had prolapsed on itself and had disolodged from its original position.the lead was still in the coronary sinus, but there was no capture. The physician explanted the lead and a new lv lead was successfully implanted. No adverse patient effects from the lead revision procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The analysis results were re-analyzed and it was determined that the fracture was consistent with an induced fracture from pulling on the lead during the explant procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned in two segments, severed at 51.7 cm from the terminal pin. Visual inspection revealed that the coils of the proximal segment were slightly deformed. Initial inspection of the deformed area showed that at least one out of the four wires was fractured at approximately 26.2 cm from the terminal pin. The lead was sent for detailed analysis which revealed that three of the four coil wires were fractured at 262 mm on the proximal segment. A secondary fracture of one wire created a loose segment. Multiple titanium rich inclusions were observed in each of the wire sides, likely composed of titanium carbo-nitrides from the manufacturing process. All four fractures, three primary and one secondary fracture showed ductile dimples in a circular pattern indicating torsional overload. Analysis was unable to confirm the field allegation of dislodgement, but did confirm that the loss of capture could have been due to the fracture.